Event description:
Additional info: the physician ordered the tube feeding at 50ml/hr via g-tube to run over 20 hours (implies 1 liter was hung) with pre and post flushes of 100 cc water. The 3-11 nurses stated he set the pump at 50ml/hr. The 11-7 nurse stated she found the g-tube feeding completely delivered within 6 hours and 20 minutes, and that the pump was set to deliver 150ml/hr.